Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges an infection in his throat (nasal/throat irritation or soreness). There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. In addition, the device was returned to the manufacturer on (B)(6) 2023 for inspection. During the evaluation, no errors or problems were found. It was determined that the device was not needed for internal stock and would be scrapped.